Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report that the sensor gave inaccuracies on (B)(6) 2014. Patient reported the device had a 50 point readings difference from the finger stick values. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.